Event description:
A hardware removal of two 6.5mm cancellous bone screws 32mm thread/50mm was reported. The hardware removal was due to a non union of a greater trochanter. The original procedure date was on an unknown date in (B)(6) 2012. The patient was revised to 4.5mm locking compression (lcp) proximal femur hookplate 2 holes/133mm and five unknown screws were implanted. Iliac bone graph farmus was taken from the patient, acting to the void around the trochanter. The procedure was successfully completed with no patient injury reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis implant date noted as an unknown date in (B)(6) 2012. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.